Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 475 mg/dl. Customer experienced blood glucose level of 340 mg/dl. Customer was treated with insulin pump and manual injection. Customer was not using auto mode feature at the time of event. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that there was no air bubble and leak. Customer stated that the insulin pump passed displacement test. Insulin pump failed high pressure test first time but on second time it was passed. The insulin pump will not be returned for analysis.